Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not closed. A field service engineer (fse) reported a failed full height cubie drawer. Although the failure description indicated drawer 5, the customer confirmed in the application that drawer 4 was the actual failure. Drawer 5 is a double full-height matrix drawer. The fse removed drawer four from the main station chassis and inspected the rear components, finding that the magnet had fallen out of the latch assembly as expected. The damaged component was replaced, and all cable connections were reset. The drawer was reinstalled, the pyxis bus cable reconnected, and the station restarted. After logging into administrative mode, the fse opened the hardware testing application and successfully completed all required diagnostic tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 unable to close and stated error message as stayed closed. Customer tried to reboot the system, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.